Event description:
The customer tested her blood glucose using her contour meter and received a reading of 300 mg/dl. Her glucose was retested using another meter and that reading was 148 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer performed a control test while troubleshooting and the result fell within the normal control range. She only had one test strip left, so no product will be returned.